Event description:
It was reported, that upon receipt "the trach had a slight curve". A device(s) has not been returned to the manufacturing facility for analysis and investigation as of the date on this report.